Manufacturer narrative:
Additional: it has since been reported that the patient underwent a procedure (date not reported) to remove the abutment. Section d has been updated with the returned abutment device details. This report is submitted on march 18, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infections at the abutment site. An abutment change has been scheduled, however, this has not occurred as of the date of this report.